Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the physician connected the eno to the leads, the eno showed a ventricular impedance above 3000 ohms. The physician tries to invert the leads. He puts the atrial lead into the ventricular channel and the ventricle lead into the atrial channel. The same issue occurred again. He decided to take another eno, he connected it, and everything went well.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the physician connected the eno to the leads, the eno showed a ventricular impedance above 3000 ohms. The physician tries to invert the leads. He puts the atrial lead into the ventricular channel and the ventricle lead into the atrial channel. The same issue occurred again. He decided to take another eno, he connected it, and everything went well.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the physician connected the eno to the leads, the eno showed a ventricular impedance above 3000 ohms. The physician tries to invert the leads. He puts the atrial lead into the ventricular channel and the ventricle lead into the atrial channel. The same issue occurred again. He decided to take another eno, he connected it, and everything went well.